Event description:
The device was used during a hernia repair procedure. The device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.46324. Based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to the broken nose above the weld seam. The instrument was rec'd with four staples jammed in the nose and with a broken cartridge nose above the weld. No conclusion could be reached as to how the four staples had become jammed in the nose or if the four staples jammed in the nose caused the cartridge nose to break.